Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted laparoscopic rectal resection procedure on (B)(6) 2022 when it was reported, ¿after the lymph node dissection was completed, the presence of a plastic fragment was confirmed during intraperitoneal observation. When the surgeon checked the air seal port, it was found to be broken and the debris was found to be the tip of the port. Debris was recovered. It was speculated that the cause of the failure was that a load was applied to the tip of the port when collecting the resected organ with a memo bag. No fragments remain.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not available. The lot history review was not conducted because the lot number is not available. A two-year review of complaint history revealed there has been a total of (B)(4), regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted laparoscopic rectal resection procedure on (B)(6), 2022 when it was reported, ¿after the lymph node dissection was completed, the presence of a plastic fragment was confirmed during intraperitoneal observation. When the surgeon checked the air seal port, it was found to be broken and the debris was found to be the tip of the port. Debris was recovered. It was speculated that the cause of the failure was that a load was applied to the tip of the port when collecting the resected organ with a memo bag. No fragments remain.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.